Event description:
Information was received from a consumer regarding a patient who was currently receiving baclofen 2000 mcg/ml384 mcg/day via an implantable pump. The previous dose was 185 mcg/day and the new dose was 325.4 mcg/day. Indication for use was intractable spasticity and post spinal cord injury. The date of the event was (B)(6) 2016. It was reported the patient went for a refill (B)(6) 2016 and when the hcp pulled the residual medication out of the pump it had a "yellowish tint to it." When pump was refilled and the hcp put the needle in to pull out the medicine she immediately felt spasticity down her leg and up her spine. The hcp missed the hole so the reporter was worried. The patient's therapy had been unchanged since the last refill in (B)(6) 2015. Information was received from the physician's office in regards to the yellowish tinted medication aspirated on (B)(6) 2016 and spasticity events. The type of baclofen administered via the patient's pump was lioresal. The old baclofen medication had been removed from 6 months ago ((B)(6) 2015) and the lot number was ds0080n02. The start date of lioresal was 2010 and was ongoing. Other medications taken at the time of the event were aspirin, caltrate, enablex, forteo, synthroid, and omeprazole. The patient did not have any allergies but had a medical history of a thoracic cord injury and post-traumatic syrinx. The baclofen that had been removed from the pump was tinted light yellow. Troubleshooting included withdrawing the needle and re-inserting the needle. The baclofen that was removed was still light yellow. There were no diagnostics performed in relation to the patient experiencing spasticity down their leg and up their spine when the medication had been withdrawn. It was noted that this experience happened for "1 second" while removing the fluid. There were no issues getting the port through the pocket. There were not multiple attempts prior to withdrawal of the baclofen. It was noted that the hole was not missed during the refill. The cause of the yellow tinted medication and spasticity was not determined. The issues had been discussed with the physician, and it was not known why the removed baclofen was yellow. It was noted that the patient's blood pressure was 116/67 and pulse was 66 afterwards.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.